Event description:
Healthcare professional reported "broken implants". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6

Event description:
It has been determined that the event of rupture did not occur on the left side. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "broken implants". This record is for the left side. The device has been explanted and replaced.